Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a uterine artery embolization procedure using a 6f sheath. Reportedly, after opening the footplate lever and pulling back, the device was pulled too far back and feet went out the vessel. The proglide was rewired and removed with no excessive bleeding noticed. Another proglide was used with resistance noted pulling back the feet to the vessel wall. All steps were performed and the suture was harvested. It was difficult to get the suture trimmer in. When loading on the suture and advancing, the suture broke. A non-abbott device was used to achieve hemostasis. A hematoma was observed that was not due to the proglide device but pressure was applied in the challenging pannus anatomy when using the non-abbott device. Ten minutes of manual compression was applied to treat the hematoma. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy due to the proglide devices. No additional information was provided.